Event description:
Patient was implanted with invance sometime in 2004. Information received states that the sling was removed. No further information was obtained.

Manufacturer narrative:
Unable to determine if there was a device malfunction based on information provided. No physician evaluation available. Two attempts were made to obtain additional information.